Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2011 and a right hip revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and indicates patient underwent an additional revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the left hip revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening. All components were removed and replaced. Additional information received in patient medical records indicates that patient underwent initial right hip arthroplasty on (B)(6) 2010 and received a competitor hip. The competitor's hip was revised on (B)(6) 2012 due to femoral migration and a biomet total hip was implanted. Revision operative notes indicate that a second right hip revision procedure was performed on (B)(6) 2013 to remove scar tissue and fluid and to replace the modular head and taper adapter. A review of invoice history revealed that a right hip revision procedure occurred on (B)(6) 2013 to replace the modular head and taper adapter for an unknown reason. Further follow up indicates that a subsequent right hip revision procedure took place on (B)(6) 2014 due to fibrous tissue in the abductor that was causing groin pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2014-04733 / 04736 & 05729 & 2015-00450).